Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 41 mg/dl and bg was addressed with food as well as juice. Reportedly, bg elevated to 510 mg/dl due to "rebounding" from treating low bg. The customer reported having issues with inconsistent bg levels. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg. A review of t:connect pump data with the customer on (B)(6) 2017 showed that the pump was working as expected and the customer believed the pump worked as intended.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no irregular bolus requests. Cartridge change sequence was completed on (B)(6) 2017. Cgm alert 2 (cgm glucose reading below threshold) annunciated just after cartridge change. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.